Manufacturer narrative:
The device was not explanted. The manufacturing records were reviewed and no non-conformities were found.

Event description:
It was reported to nevro that the patient fainted shortly after the trial procedure. The physician believed the fainting could be related to the anesthesia used during the procedure. The patient was provided oxygen and made a full recovery. There have been on further reports of complications.